Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.5/052 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to loss of best-corrected visual acuity (post-op bcva - 20/25). The lens was exchanged for a shorter lens (vicmo12.6, -11.0 diopter) and the problem was resolved.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic broken and scratches. (B)(4).